Event description:
(B)(4). The patient was enrolled in (B)(6) 2005. A type ii lesion was identified in the right carotid artery. The reference vessel diameter was 8mm and the lesion length was 25mm. There was 50% stenosis as measured via nascet. The target vessel was non-tortuous and there was no calcium present. There was no thrombus, no ulceration, no dissection and no pseudo-aneurysm present. Cerebral protection was used during the procedure, filterwire ex (190 cm long). There was successful use of the cerebral protection device. Two 30mm long nexstent monorail devices were used. The first device was not delivered and placed successfully as there was the comment "the first stent implantation was not successful because the stent has dislocation". The second stent was delivered and successfully placed at the intended site. A maverick xl balloon dilatation catheter was also used. Atropine 1 ui and nootropil 9g were administered during the procedure. No vasodilator was used. The procedure was a technical success and there were no operative or perioperative complications. Residual stenosis was 0-29%. Post-procedure, the stent was found to be patent with a residual stenosis of 0%. The patient was asymptomatic and had no complications less than 24 hours after the procedure. Plavix 1x1 was prescribed. A single follow-up visit occurred in (B)(6) 2005. The stent was patent with 0% residual stenosis and the patient was asymptomatic. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. There were no complications since the last visit.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4): device not returned for analysis.